Event description:
User facility medwatch (mw5146531)received that states that the patient was having headaches. The stimulator was removed.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Unable to obtain complete event, patient and device information due to no contact information.